Event description:
It was reported that the ventilator shut down. The ventilator was plugged into a tbs battery with exposed wires that shorted out and shut down the ventilator. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na